Manufacturer narrative:
A ge service representative performed an onsite investigation. The lemo connector was replaced during the service call. The system was tested and found to be working as intended and returned to service.

Event description:
The customer stated that the interconnect cable would not seat properly. The c-arm will not boot up and is unusable. This resulted in a loss of imaging functionality. There is no report of death or serious injury associated with the complaint.